Event description:
On 08/03/2022, it was reported by a sales representative via sems that a ar-9236-03pp glenoid trial broke. This occurred on (B)(6) 2022 during an unknown case, with no patient effect reported. No additional information provided, additional information request.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual inspection it was noted that the central post is broken. The post was not returned for evaluation. The observed condition is attributed to undetermined.